Manufacturer narrative:
The reported issue occurred approximately two weeks prior to (B)(6) 2018, the day that the complaint was reported. The user facility turned the unit off and back on again and the issue reoccurred.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cursor was intermittently unresponsive. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported issue was not verifiable. Per the user facility's biomedical technician (bmet), the unit was just sitting in their warehouse and they will not be returning the device for evaluation or repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.